Event description:
It was reported that non-sustained right ventricular oversensing (nsrvo) were recorded on the device during remote follow-up. The oversensing was suggested to be due to myopotentials. Programming changes were made and the patient will continue to be monitored.